Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v824103, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# v824103, implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had been having issues with the therapy not working on and off since implant on (B)(6) 2013. The patient was told one of their lead wires was not working, but they didn't know why it wasn't working. The patient's physician knew about the issues they were having. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.